Manufacturer narrative:
The customer¿s complaint of an unspecified accuracy issue was not confirmed during a review of the logs or during testing. Results from a review of the pump module event log identified the last infusion of an unknown infusion programmed at 3:36:07 pm on (B)(6) 2020. The device alarmed for patient side occlusion two times (3:38:27 pm and 3:41:46 pm) and was restarted after each alarm and was then channeled off at 10:04:58 pm. A timed rate accuracy test performed on the returned pump module s/n (B)(4) found the device in good working condition and delivering fluid within specification. The device had no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device had an unspecified accuracy issue. Replaced bezel assembly. The device had no patient involvement.